Event description:
It was reported by getinge fse that during pm the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) failed drive manifold test. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.